Event description:
It was reported that three attachments were overheating and cannot secure the bur properly. Lubrication performed as indicated in user's manual. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1845020: attachment indigo otol angled, serial # (B)(4), lot #207262552, manufactured date ¿ aug/07/2013. 1845020: attachment indigo otol angled, serial #(B)(4), lot # 207262552, manufactured date ¿aug/07/2013. 1845000: drill indigo high speed otologic, serial # (B)(4). (B)(4). The three attachments were received at xomed for pre-repair evaluation. Pre-repair temperature testing at one minute found the indigo angled attachment (part # 1845020, sn# (B)(4)) measured: nose - 75 degrees f, middle - 78 degrees f, rear 81 - degrees f. The collet would not hold the bur. Overheating could not be duplicated or confirmed. Pre-repair temperature testing for the indigo attachment (part # 1845010, sn# (B)(4)) could not be completed as the attachment would not sit right on the drill. Overheating could not be duplicated or confirmed. Pre-repair temperature testing at one minute found the indigo angled attachment (part # 1845020, sn# (B)(4)) measured: nose - 74 degrees f, middle - 74 degrees f, rear - 73 degrees f. The collet would not hold the bur. The overheating could not be duplicated or confirmed. All three attachments were sent to fort worth mpss for repair.

Manufacturer narrative:
Further testing found the following: product ID#1845020, sn# (B)(4), lot# 207262552 ¿ after running for 5 minutes the device temperature measured 136.8 degrees f. Evaluation of the device found that the bearings and gears were corroded. Product ID#1845010, sn# (B)(4), lot# 207255663 ¿ after running for 5 minutes, the device temperature measured 118.6 degrees f. Evaluation of the device found that the bearings were worn. Product ID#1845020 sn# (B)(4), lot# 207262552 ¿ after running for 5 minutes the device temperature measured 128.3 degrees f. Evaluation of the device found that the bearings and gears were corroded.